Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and to determine a root cause. Therefore, at this time the customer complaint cannot be confirmed. Manufacturer will continue to monitor and trend similar complaints.

Event description:
Complaint alleges that the applier was unable to load clips. This was discovered during use on a patient. No harm to the patient was reported. Patient current condition is reported as fine.